Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was questioned if the device is undersensing. After reviewing device information, a manufacturer technical consultant stated concern that the atrial lead is undersensing. Further evaluation and discussion with the patient's physician was recommended. The lead is still in use. No patient complications were reported as a result of this event.